Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alert was present in pump history when issue began. There was no reported impact to the customer¿s blood glucose level. Customer used tandem wall adapter and charging cable, pump began charging without need to change charging supplies, pump did not shut down or become unable to turn back on, and no further assistance was required.